Event description:
Additional information received indicates that the bur was intact when the surgeon began using it. However, the surgeon noticed it wasn¿t performing properly, and the inner section of the bur came out. The bur stopped functioning while being used at 30k on the patient. The surgeon had to use 3 separate burs in order to complete the procedure. All 3 burs failed to operate as they should have.

Manufacturer narrative:
H6: previously applied fdc d16 code has been corrected to d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery while the surgeon was operating, the section of the bur which controls the rotation came dislodged from the bur. On one occasion the complete mechanism came apart. The procedure was completed with backup products. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.